Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The guide wire with the separated tip was returned for evaluation. The returned guide wire was fractured at approximately 5mm distal to the distal-mid solder designed to sit at 25mm from the tip. Microscopic observation of the fracture end revealed that the core wire was bent proximal to the fracture end. The coil wire proximal to the fracture end was found bent with widened coil pitch. Observation by scanning electronic microscope (sem) revealed there were multiple circumferential cracks on the core wire shaft proximal to the fracture end. Buckling was observed on the coil wire proximal to the fracture end. These findings indicated that the guide wire was fractured due to repeated bending stress. The separated tip was approximately 20mm long and the ball tip was attached at the distal end of the tip. The reported bend made by the snare was confirmed. Multiple bends with widened coil pitch were observed on the coil wire distal to the fracture end. For observation, coils were unraveled to expose the core wire underneath. The exposed core wire was found bent distal to the fracture end. Sem observation of the fracture ends of the separated tip found that multiple circumferential cracks on the core wire shaft and bucking of the coil wire distal to the fracture end, just as seen on the proximal side of fracture. The provided angiography showed that the fracture site and tortuous segment of the vessel were located at the same spot. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that wire manipulation in the tortuous vessel and cardiac pulsation generated repeated bending stress. When the accumulated stress exceeded the product's design limit, it caused the guide wire to fracture. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire separated during a pct to treat an 80% stenosed lesion in the ostial diagonal branch. The guide wire was placed distally in the first diagonal branch. Midway through the case, it was recognized that the tip of the guide wire was fractured. Initially, wires were used to remove the separated tip by rotating, however, failed. A snare was delivered from other hospital and use to successfully retrieve the separated tip. The patient received two hours extra radiation exposure and extra 100ml contrast media due to retrieval; however, there were reportedly no adverse patient effects. Dilation of the lesion was done.